Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable ise indirect for gen.2 results for an unknown number of patient samples. Two examples were provided. Example 1 initial sodium result was 200 mmol/l and the repeat result was 130 mmol/l. Example 2 initial potassium result was 8 mmol/l and the repeat result was 4 mmol/l. The erroneous results were not reported outside of the laboratory. The repeat results were believed to be correct. There was no allegation of an adverse event. The sodium electrode lot number was g014565 and the potassium electrode lot number was n3882. The expiration dates were requested but were not provided. The customer changed the electrodes and the ise reagents and performed calibration. The field service representative checked, adjusted, and cleaned various parts of the analyzer. He replaced the reference electrode, ise sipper probe, ise tubing, the seals of the syringes, and cuvettes. Precision testing was performed. The investigation was unable to find a definitive root cause.